Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf stem. Additional devices listed in this report: - unknown lfit anatomic v40 femoral head. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Remains implanted.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient subsequently began experiencing discomfort in the area of the device. It is alleged that "diagnostic workup revealed the presence of markedly increased levels of metal ions in the patients blood and/or urine." The patient continues to experience issues.